Manufacturer narrative:
Product ID 377860 lot# v016650, implanted: 2007 (B)(6); product type lead product ID 377860 lot# v016650, implanted: 2007 (B)(6); product type lead product ID 37752 lot# serial# (B)(4); product type recharger product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported there was an overdischarge suspected. The last successful recharging session was 2 to 6 months ago. It was noted a physician mode recharge (pmr) could not be performed at the time because of an antenna error code. Follow up reported the overdischarge was confirmed. The cause of overdischarge was noted as both compliance and malfunction. A pmr was not performed. The patient was not experiencing any therapy. Recharge antenna needed replacement. A power on reset was completed by the local representative. It was later reported, the patient¿s implantable neurostimulator (ins) was believed to be at its end of life (eol). It was later reported they attempted to recharge the battery but couldn¿t. It was stated, the patient allowed the battery to go uncharged past the limits and was going to be replaced. Additional information stated no further troubleshooting was necessary; the patient¿s ins was just replaced. Reportedly, the patient was doing well and receiving therapy again.